Event description:
During the placing of a push g-tube enteral feeding device in a pt (age and gender unknown), the catheter broke at the junction between the dilator tip and the peg tubing. The complainant indicated that the problem occurred outside the pt, and that no part of the device remained in the pt. The physician then obtained another device and successfully placed it in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.